Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion set became detached from their body. The customer also reported receiving no delivery alarms with two of their infusion sets. Customer's blood glucose was unknown. The customer stated the alarm was resolved by a complete set change. Troubleshooting did not occur at the time of the call because the customer already changed out the infusion set. Customer declined to return the infusion set and reservoir for analysis.